Event description:
It was reported that the reservoir had air bubbles in it after the fill process and that the insulin pump alarmed no delivery. The customer stated that the insulin pump was rewound with a reservoir in place, which was advised against. She also stated that she sometimes filled the reservoir with room temperature insulin; she was also advised against filling the reservoir with cold insulin. The customer did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.